Event description:
The customer alleged that she performed a control test using her contour system and received a result of 230 mg/dl. The normal control range was 108-149 mg/dl. No adverse events were alleged. The customer used the last of her test strips, so no product is available for return.